Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) became stuck in the teflon sheath.